Event description:
It was reported that during a cartridge change the user dropped and cracked the cartridge, then inadvertently filled a replacement cartridge with air instead of insulin, resulting in interrupted insulin delivery and hyperglycemia; the user reported manual dexterity and vision difficulties, and was guided through troubleshooting and education to complete a full supply change with insulin delivery resumed. Symptoms included hyperglycemia with a reported peak of 323 mg/dl and moderate ketones. Outcomes included approximately six hours above target range without use of backup therapy or professional medical intervention. Investigation included user interview, troubleshooting, and complaints review. Investigation of this case revealed use error related to handling and filling of the cartridge, with no device alerts or alarms reported. It was concluded that the event was related to user handling error and improper cartridge fill, and that therapy resumed after corrective education.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.